Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 1 retention case from bd inventory was evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd a-line¿ the label was missing on the shipper. The following information was provided by the initial reporter, translated from japanese to english: this report is about label missing. The label was not attached to the side of the shipping carton.